Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the infusion set coming off causing the customer's blood glucose to go up to 400 mg/dl. Customer treated high blood glucose with a syringe. Troubleshooting was only performed on the infusion sets. Customer is not returning the device for analysis.